Manufacturer narrative:
(B)(4); the reportable device has not been returned for an evaluation by the user facility and is not available for evaluation at this time. In addition, a device lot number is not available. A follow up was sent to the facility for return of the device and any additional information. If the reportable device should become available for examination or any additional information from the user facility, a follow up with additional information will be submitted thereafter with results from any additional investigation.

Event description:
Medical specialties - fell apart customer stated via email: we are having problems with the screws coming out of the kerrisons every time we use them. The screw has even fell out in the patient a couple times and the surgeon is not happy. We have been tightening the screws when we assemble them and it is not helping. We have had the service guy look at them when we he comes from sharpening but that hasn't helped either. He likes the kerrisons other than the screw issue. We had him use a different kerrison from another vendor and he doesn't like them. He likes the size and feel of these but the screw problem is becoming a patient safety issue. What do you suggest we do?? I really would hate to have to order all new kerrisons and end up with the same issue.